Manufacturer narrative:
Additional information has been requested. At the time of this report no additional information was available. A supplemental report will be submitted with any relevant information that is received and when the complaint evaluation is completed.

Event description:
Same case as MDR ID#: 3003853072-2013-00071, 00072, 00073, 00074 and 00075: it was reported that following a lumbar fusion treatment procedure, the screw breakage occurred. The patient underwent the index procedure due to degenerative scoliosis. Instinct java screws and rods were placed from t10 to the sacrum, with incompass iliac bolts placed on both sides of the ilium. Non-zimmer biologic material and interbody spacers were used. Revision surgery was performed due to non-union. The patient was no longer ambulatory prior to the revision due to infection. It is reported that the patient was an active IV heroin user. The initial medical opinion is that the infection is related to IV drug use. During removal, it was noted that a 6.5x45mm instinct screw at the right side l3 had a broken "saddle" and that the tulip head of the 6.5x45mm instinct screw left screw at l3 was disassociated from the shaft. It was also reported that during removal of an incompass bolt, the patient suffered blood loss and died. This event is reported under separate MDR as noted above.